Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an intracardiac echocardiography guided left atrial appendage closure was attempted on a patient. A 22mm amplatzer amulet occluder was prepared and implanted. It was noted that during procedure that a pericardial effusion began to form during implantation. After the device was successfully implanted, it was noted that the pericardial effusion continued to grow. The decision was made to perform a pericardiocentesis and the patient was given protamine. This was deemed insufficient and the patient was sent to surgery. The patient is stable post-surgery and recovering. The exact source/cause of the pericardial effusion is unknown.

Event description:
It was reported that on (B)(6) 2022, an intracardiac echocardiography guided left atrial appendage closure was attempted on a patient. A 22mm amplatzer amulet occluder was prepared and implanted. It was noted that during procedure that a pericardial effusion began to form during implantation. After the device was successfully implanted, it was noted that the pericardial effusion continued to grow. The decision was made to perform a pericardiocentesis and the patient was given protamine. This was deemed insufficient and the patient was sent to surgery. The patient is stable post-surgery and recovering. The exact source/cause of the pericardial effusion is unknown. Subsequent to the previously filed report, additional information was received that a 12f amplatzer amulet delivery sheath had been used for implanting the 22mm amplatzer amulet occluder. The occluder was never completely retracted into the delivery system during the procedure. There was no noted difficulty implanting the 22mm amplatzer amulet occluder and no multiple manipulations during procedure. The patient had been administered heparin for the implant procedure, but their activated clotting time is unknown. The pericardiocentesis was noted have caused a clinically significant delay in the procedure. The surgical intervention to drain the pericardial effusion was not considered an emergency to prevent permanent impairment or death. The exact cause of the pericardial effusion remains unknown.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the pericardial effusion could not be conclusively determined there is no indication of a product quality issue with regards to manufacture, design, or labeling.